Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, a header anomaly was observed on the pacemaker. The patient reported receiving an electrical shock from an external source several months prior. The event was resolved by explanting and replacing the pacemaker during the unrelated procedure. The patient experienced no adverse health consequences.

Event description:
Additional information received indicated material discoloration on the header.

Manufacturer narrative:
The reported event of defective device and header anomaly were not confirmed. Visual analysis of the header did not show any anomalies or discoloration. Device image analysis indicated average monthly voltage and current trends were normal. Further electrical and mechanical analysis did not find any anomaly and battery was in normal range of operation. Longevity assessment was performed, and device had appropriate remaining longevity.